Event description:
The customer reported that they had an erroneous result for one patient sample tested for n-terminal pro b-type natriuretic peptide (probnp). The sample initially resulted as 10.71 pg/ml and this result was reported outside of the laboratory. The customer stated that additional orders were added to the sample, so it was repeated. The first repeat resulted as 18429 pg/ml accompanied by a data flag. It was repeated a second time and resulted as 18238 pg/ml accompanied by a data flag. The first repeat value of 18429 pg/ml was believed to be correct. The patient was not adversely affected by the event. The probnp reagent lot number was (B)(4) with an expiration date of 03/31/2013. The field service representative determined that there was an issue with the mixer assembly operation as the mixer speed was excessive, causing foam in low volume reagents. He adjusted the mixer speed, performed mixer checks, checked system voltages, and checked system temperatures. He ran performance testing with results within guidelines. He completed precision testing. He completed daily quality controls and all test results were within the customer's established ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.